Event description:
Device malfunction: none. Symptoms/ae: intimal dissection. Time of ae: during the procedure. It was reported that during a left internal/common carotid stenting procedure, a dissection occurred distal to the second stent placed immediately after postdilatation. A third stent was placed overlapping and distal to the second stent in the left common carotid artery to correct the dissection. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The device was discarded. The lot number was not provided. A dissection is a known adverse event listed in the device instructions for use. No product malfunction was identified. The lot history record for this product was not reviewed because the product was not returned to abbott for analysis and the lot number was not reported.